Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Event date 2012. Concomitant medical products: palacos r 1x40 single catalog #: 00111214001 lot#: 71384253 (x2), all poly patella ol 7 / 2 catalog# : 630007102 lot #: 61621912, prim.congr.insert 3,4,5/l 9 catalog #: 620009809 lot #: 61184351, nonporous femoralcomponent size 4 left for cemented use only catalog #: 630700040 lot #: 61706981. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04012, 0001822565-2017-04013 and 0001822565-2017-04014. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee procedure. The patient underwent a manipulation procedure under anesthesia. The surgeon manipulated the knee to loosen the scar tissue. Attempts have been made and additional information on the reported event is unavailable at this time.